Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jueu2084 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (jueu2084) have been reported from the same facility in (B)(6).

Event description:
It was reported the "click" part easily detached from the patch on three devices. It was stated this occurred prior to use on patients. This report addresses the first device.